Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open bleeding blisters with some areas that were red blotches. There was no alleged device malfunction contributing to the irritation. The patient's spouse and visiting nurse applied neosporin and otc triple antibiotic cream. The patient's doctor suggested a bandage be applied to the area. Follow up indicated the irritation improved. Supplemental report 9/8/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open bleeding blisters with some areas that were red blotches. There was no alleged device malfunction contributing to the irritation. The patient's spouse and visiting nurse applied neosporin and otc triple antibiotic cream. The patient's doctor suggested a bandage be applied to the area. Follow up indicated the irritation improved.